Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this cadd legacy plus pump was giving constant alarm with no display. No adverse effects reported.

Manufacturer narrative:
Additional information received on 2-may-2019 indicating that there was no patient involvement in the reported event. Device evaluation: one cadd legacy plus pump was returned was analysis in used condition. Visual inspection of the pump found the pump in fair condition with damaged housing. Upon powering up the pump alarmed for ec 1660 which is an issue with processor on the circuit board. The customer stated problem was able to be duplicated and was confirmed. The problem source was identified as circuit board.